Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in critical override mode. A technical support specialist (tss) contacted the technician and verified that the network was disconnected. The technician found that the internet cable was broken and needed to be replaced. The tss was unable to dial into the station due to the network being disconnected. The technician stated that they would replace the internet cable. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.